Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "(B)(4) during compounding of trabectedin order in the clean room, the pharmacy technician noticed a leak in the primed tubing at the point where the flexible cuff enters the luer lock adapter at the end of the tubing. The tubing was disconnected and new replacement tubing (same lot) was primed and connected to the bag. Kindly acknowledge no harm was caused as a result of this complaint. No patient involvement, caught before dispensing. What was the flow rate when the leakage was detected: priming. Was the point of the leak in the connection point between the tube and a component at the connection of tubing to luer lock end. Please provide a photo demonstrating the leakage. Left. If the set is not available, please demonstrate the point of leakage on a different set. Set is available. Please provide as much details as possible regarding the event: see left. What were the treatment settings (vtbi, rate, taper up, taper down, bolus rate). Trabectedin 1.4 mg in saline. Total volume 500 ml. Infuse 500 ml over 24 hours. Leak during priming with pump. Pump treatment information:na. Type of drug:trabectedin (hazardous drug). Delay in therapy:no. Need for medical intervention:no. Human harm: no".

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: leakage of trabectedin.